Manufacturer narrative:
Concomitant medical products: ddbb1d1 ICD, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s right ventricular (rv) lead triggered an alert for high superior vena cava (svc) coil impedance. In addition, the patient¿s right atrial (ra) lead exhibited possible oversensing/noise that was recorded as atrial tachycardia/ atrial fibrillation episodes. The rv lead and ra lead remain in use. No patient complications have been reported as a result of this event.